Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). This event and the planned surgery pertained to multiple leads. The other lead captured in manufacturer report #6000153-2015-00354.

Event description:
The manufacturer representative (rep) reported surging and uncomfortable stimulation through the groin and down to the toe only in certain positions. Impedances were checked at 0.7 volts and ranged from 700-900 ohms. Impedances could not be taken while the surging was occurring as it was too uncomfortable for the patient and they could not tolerate it. The implant was noted to be on. No trauma/falls were related and this did not occur when the implant was off. It was very positional; it would occur when swimming, in the bath, raising arms over the head, sitting, and standing. Reprogramming had been attempted and had not resolved the issue. The patient had been on low settings and had had good coverage until (B)(6) 2015. At the time of the report, the patient still had good coverage but also had the positional surging. Additional information received from the rep in response to follow-up reported that the patient had an x-ray. It was unclear if anything obvious was seen with the leads, but they planned on changing the leads. If this does not resolve the issue, they were going to bring the patient back to replace the battery on a different day. Relevant medical history included spinal pain.

Manufacturer narrative:
Analysis found the outer insulation of the lead body was melted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer representative reported that the patient was doing great since the system was replaced. The stimulator and both leads were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.